Event description:
After having fired three plcr60b reloads via an i60 stapler, on the fourth application the anvil of the i60 stapler was broken while the device was being fired. The tissue was transected, but not stapled. Another device was used to complete the procedure.

Manufacturer narrative:
The returned i60 stapler was found to have a broken anvil. It had been reported that a cracking sound was heard when the device clamped, so it is not known for certain whether or not it had been inadvertently closed on a hard object.